Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
The returned cage was broken in two areas: - at the (inferior endplate) which correspond to one of the smallest sections of the cage - at the superior wall of one of the caudal hole (superior endplate). The superior surface of the cranial hole (at the screw entrance) is deformed and the superior conical surface of the cranial hole presents scratches which correspond to the head of the bone screw. In addition, the inferior surface of the cranial hole (at the screw exit) is deformed and the inferior cylindrical surface of the cranial hole presents two cuts which correspond to the bone thread crests of the bone screw. Those two contacts indicate that a bending moment was applied to the bone screw. There is no damage inside the caudal hole that could identify the origin of the breakage. Few teeth around one of the caudal hole at the inferior endplate are damage and may be due to the explantation of the cage. No defects have been found on the returned implant which can be responsible of the breakage. The breakage is typical of overload. The overloading might be due to a bending moment applied to the bone screw during its insertion as shown by the localization of the breakage of the cranial hole as well as the way the material was deformed, cut and scratched. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a male patient underwent a fusion procedure using an interbody device at l5-s1. The cage was firmly placed with 2 screw holes cranially and 1 screw hole caudally. At the final turn of the screw, the cage gave a cracking sound and upon first glance it was clear that the cage had suffered a crack. The screw and cage were extracted and replaced with a new cage of the same size. No injury occurred and the 2nd cage was perfectly placed.